Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a lot of pain at the l1 area, toward the top of where their leads were located. The patient stated that when they turned their stimulation to the level that it should be, it hurt and the sensation was ¿way stronger¿ there and it was reported that it felt like they were being stabbed. The patient stated that this started to occur after they did yoga about a week and a half ago around the end of (B)(6) and the beginning of (B)(6) (2017). The patient indicated that yoga itself hurt more than they expected and they started having more pain, so they stopped doing yoga. When they began using their implant for the pain the patient began to notice these issues. The patient stated that their healthcare provider (hcp) had taken x-rays and they were waiting to get their original implant x-rays to compare the results to. The patient inquired about coordinating with a manufacturing representative. It was reviewed that the patient would need to contact their hcp to make arrangements with a rep. No further complications were reported/anticipated.